Manufacturer narrative:
See manufacturer report # 2029214-2021-00784 for the report of the react catheter involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced spasm during the procedure. This was treated with nimotopp 10ml in the left proximal middle cerebral artery (mca), and resolved the same day. The event was not the result of a device deficiency. It was possible mechanical irritation resulted in the vasospasms. The event did not result in hospitalization, disability, or medical intervention. The event was assessed as possibly related to the device and procedure, and not related to the disease under study. The patient was undergoing a mechanical thrombectomy for a clot located in the m2 segment of the left mca. The patient's pre-procedure mtici score was 0, and post-procedure it was 2b. The patient's mrs score was 0, and their nihss score was 12. Ancillary devices include a react 68, sofia plus catheter, and a neva t-35 stent retriever.